Manufacturer narrative:
MDR is being filed due to field action ref-2027969-10/12/16-004-c. Customer's complaint was replicated with in-house testing of the code chip of retain lot c3233a. Code chip ranges did not match ev card ranges. The manufacturing records for the control lot were reviewed and the lot met release specifications. A CAPA, (B)(4), was initiated to address this issue. Date of this report selected as 9/29/2016 to reflect the date in which field corrective action 2027969-10/12/16-004-c was initiated.

Event description:
The customer attempted to run the total 5 control level 1 at 2 stdev with bnp results outside of the expected range low at 59.4 and 55.0 pg/ml (2 stdev: 70.3-113 pg/ml). The customer also reported a bnp result outside of expected range low for bnp on a total 5 control level 2. Total 5 controls may have been stored in improper conditions as the control vials appear crystallized as if they thawed and refroze.